Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "during the procedure, the operating physician observed a "split/crack" on the introducer needle cannula." There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the procedure was completed after changing to another device.